Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that their blood glucose was high at 312 mg/dl and that hospitalization was necessary. Customer had a glucagon shot when paramedics arrived at his house. Troubleshooting found that the drive support cap may be damaged but customer was unable to describe the damage. Any further troubleshooting was declined by the customer.